Manufacturer narrative:
The exact cause of the difficulty reported could not be determined as the entire device was not available for eval & an eval of the returned components found no abnormalities which would have caused this condition.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the safety shield was damaged. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.